Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device gives an error in the paddle control. The fse evaluated the device onsite and was unable to reproduce the reported problem. The device passed functional testing without issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted the reported issue could not be reproduced. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and was returned to service the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.